Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One gold-tite® square uniscrew (unisg) was returned for investigation. Visual evaluation of the as returned screw identified signs of use but no apparent signs of malfunction. Functional testing was performed with an in-house mating device. The devices were able to engage as normal. No malfunction was identified. Device history record (DHR) review for the lot (1224846) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1224846) for similar events (complaint category keywords: loosening) and no other complaint was identified. Therefore, based on the available information device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported loosening of screw . Patient has been rescheduled for new screw placement. Placed on (B)(6) 2019 and removed on (B)(6) 2021.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.